Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller did not pass the functional check after smr update, due to a "no-power alarm failed". An elective controller exchange was performed and it was stated that there were no effects or consequences to the patient. No further information available.

Manufacturer narrative:
One controller was returned for evaluation. Visual and functional testing was conducted in order to evaluate the performance of the device in relation to the reported event of "no sound". The reported event was confirmed during functional testing and internal visual inspection. Analysis of the device revealed that the device did not meet specification; the device failed functional testing; the "no power" alarm remained silent when both power sources were disconnected from controller. Internal inspection of the controller found that the integrated circuit (ic) responsible for the charging of the nickel-metal hydride (nimh) was improperly soldered, causing an intermittent connection. The improperly soldered ic did not allow the nimh battery to charge, thus depleting the battery and causing the "no power" alarm to not sound. The "no power" alarm met the 15 minute duration specification once the ic was re-soldered and the internal battery was allowed to charged. It was further noted that during system testing that the real time clock (rtc) was reset to zero. When the date and time were set to actual time and the internal real time clock (rtc) battery was adequately recharged, the controller was able to keep accurate date and time. The most likely root cause of the reset of the real time clock can be attributed to an extended period of time where the unit was not powered, thus depleting the real time clock battery. The most likely root cause of the reported event can be attributed to an improperly soldered integrated circuit responsible for the charging of the nickel-metal hydride (nimh) battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.